Event description:
It was reported that while using the bd vacutainer® multiple sample luer adapter that the luer adapter is breaking off while attempting to attach and remove it from the blood culture barrel.

Manufacturer narrative:
H.6 investigation summary: material #: 367290, lot/batch #: 3249711 and 3207021. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub breakage was observed. Additionally, 20 retention samples of each reported lot number from bd inventory were evaluated by visual examination and the issue of hub breakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub breakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® multiple sample luer adapter that the luer adapter is breaking off while attempting to attach and remove it from the blood culture barrel.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3249711 d4. Medical device expiration date: 2026-08-31 h4. Device manufacture date: 2023-09-06 d4. Medical device lot #: 3207021 d4. Medical device expiration date: 2026-07-31 h4. Device manufacture date: 2023-07-26 h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.